Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Regulatory agency reported "intracapsular rupture and capsular contracture baker grade I". This record is for the right side. Device was explanted.